Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: the reported complaint was confirmed from the evaluation: evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield modified skull clamp (a1059) was not locking in place. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.